Manufacturer narrative:
The recipient's infection has reportedly settled.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that the recipient developed a skin flap infection at the implant site. The recipient's site was washed with saline and the debridement was performed. The recipient was prescribed meropenem for 1.5 months. The recipient was advised to discontinue use of the device for three weeks. The recipient was hospitalized for on (B)(6), 2015. The recipient's device was explanted. The recipient is being monitored.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.